Manufacturer narrative:
The referenced pump exchange was previously reported under medwatch MFR report #2916596-2015-01324. (B)(4). Approximate age of device ¿ 74 days. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient underwent a left ventricular assist device (lvad) exchange for pump thrombus on (B)(6) 2015. The patient was found unresponsive on (B)(6) 2015 while recovering at a long-term acute care facility. A right ventricular assist device (rvad) was emergently placed and extra-corporeal membrane oxygenation (ECMO) was initiated. The patient began to show some signs of improvement. However, by (B)(6) 2015 the patient had a persistent lactic acidosis with an elevated lactate of 37 mg/dl. Despite aggressive attempts at correction and differential diagnoses, the lactate level remained elevated. There was concern of an intra-abdominal source for the metabolic acidosis and the surgical service was consulted. The surgical team felt that surgical intervention could offer little given the severity of the patient's illness. The patient's neurological examination was poor with no brainstem reflexes when checked with the patient off of sedation. The patient remained acidotic and required maximum inotropic and vasopressor medication support. The patient also remained coagulopathic and anemic with a low flow state that required multiple blood products. The ECMO oxygenator acutely thrombosed and required exchange. The lvad was presumed to have thrombosed as well as indicated by pump power levels up to 20 watts. On (B)(6) 2015 the patient's family elected to withdraw support due to a poor prognosis related to multi-system organ failure.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not explanted. A correlation between the device and the reported event could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.